Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on imagery reviewed by an edwards lifesciences clinical imager. The following sections of this report have been updated: additional information added to b5, corrected h6 device code, and additional code added to h6 type of investigation. Investigation is ongoing.

Event description:
Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed: CT shows an under-expanded and slightly oval valve (23.4mm with 0.5mm added for outer diameter). The edwards sapien transcatheter heart valve leaflets are mildly thickened with calcium and fibrosis.

Event description:
As reported by an edwards lifesciences field clinical specialist, an unknown 26mm edwards sapien transcatheter heart valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of approximately 1 year (exact date of implant is unknown). The patient presented to the emergency department with fluid overload and hypotension during hemodialysis treatment. Despite having 2l fluid removed at hemodialysis, the patient continued to have shortness of breath, noted hypoxia and worsening bilateral le swelling. The patient was transferred to another hospital due to concern for hypotension with dialysis and significant valvular disease resulting in inability to completed dialysis sessions. The patient underwent tte which showed severe aortic stenosis, with peak aortic valve gradient 89mmhg, mean aortic valve gradient 54mmhg, and valve area of 0.73cm2. The site believes the valve failure is due to under expansion of the valve. A with a 23mm sapien 3 ultra resilia valve was implanted successfully within the unknown 26mm edwards sapien transcatheter heart valve. During the valve in valve procedure, the 23mm sapien 3 ultra resilia was expanded with an additional 2mls above nominal per the physician's request.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an edwards sapien 3 transcatheter heart valve. The possible PMA number associated with an edwards sapien transcatheter heart valves commercially available in 2023 are: p140031- edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra transcatheter heart valve, and edwards sapien 3 ultra resilia transcatheter heart valve. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The unknown edwards sapien valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed: CT shows an under-expanded and slightly oval valve (23.4mm with 0.5mm added for outer diameter). The edwards transcatheter heart valve leaflets are mildly thickened with calcium and fibrosis. According to the event details, the implantation date of the unknown edwards sapien transcatheter valve model, valve serial number and the use of the delivery system were not provided. Consequently, the exact instructions for use (IFU) could not be determined. However, all the ifus were reviewed for guidance/instruction and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on the provided imagery. Review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 family valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to the limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.